Event description:
The operative report was requested; however, it has not been received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
It was reported that another device was explanted. Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of approximately 2.5 months, due to endocarditis. Information learned from implant patient registry and from the surgeon's follow up response. It was reported that another device was explanted.